Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s triggered blood glucose level was 119 mg/dl and the triggered sensor glucose was 40 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to difference between sensor glucose and blood glucose. Customer stated other sensor was reading 300 mg/dl but her blood glucose was 210 mg/dl, then an hour later her sensor glucose was 40 mg/dl but she was 119 mg/dl which then led to change sensor. She had turned it off and changed it. She started a new one now and is in warm up. There was a bit blood in it not a lot. The sensor will not be returned for analysis.